Manufacturer narrative:
(B)(4).

Event description:
A returned questionnaire indicated that the opacification of the posterior capsule was observed on (B)(6) 2016. It was also noted that the event continues and has not resolved.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: 2018-16300.

Event description:
A pharmacist reported that approximately one year following an intraocular lens (iol) implant procedure, the surgeon observed small, artificial vacuoles in the visual axis of the iol during a yag (yttrium aluminium garnet) laser capsulotomy procedure. The surgeon also noted that the patient was far-sighted at that time. At the beginning of 2018, the patient complained of blurred vision, and distance and near visual acuity had decreased with a sensation of metamorphopsia. The surgeon observed artificial liquid intracrystalline vacuoles which were "well visible". After treatment with corticosteroids, visual acuity was increased; however, numerous artificial liquid intracrystalline vacuoles were again observed in the visual axis of the patient. Additional information was requested but not received to date.